Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was in clinical use at the time of event. Customer used large focus to complete the procedure without delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the small focus was defective. Upon functional testing, the fse checked the logfiles and found the small focus defect. Then the fse measured the small filament which was 7.5mh and confirmed that the tube was defective. The defective tube was returned for analysis, and it confirmed that the cause of the failure was defect laser welding (improper execution). To resolve the reported issue the fse replaced the tube. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The device is designed to automatically default to the large focus in the event of a small focus defect, and vice versa. This will have a minor impact on image quality and would not prevent the continuation of an ongoing procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy would not produce after powered on the system. No harm has been reported to philips. Philips has started an investigation of this complaint.